Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spine surgery in the lumbosacral region of his spine from l4 to s1. It was reported that the patient's post operative period was marked by severe low back pain and radiating leg pain. Ari conducted on (B)(6) 2011 reportedly showed the patient continued to experience low back pain and leg pain post op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l5-s1 in which rhbmp2/acs was used.